Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). After obtaining the discordant, falsely depressed results, the customer ran quality controls (qc), which resulted out of range. The ccc instructed the customer to run qc precision testing. Upon follow up, the customer stated they replaced a sensor after which diluent check failed. Ccc instructed the customer to replace the sample diluent, prime, replace the sample probe tip, and perform alignments. The customer then ran a diluent check, which failed. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the integrated multisensor technology (imt) sample port valve, diluent syringe, sample metering pump motor and screw assembly, and imt sensor. The cse ran a diluent check, which passed. The cse then ran qc, which resulted within range. The cse ran a system check, which passed. The cause of the discordant, falsely depressed na, k, and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na), potassium (k) and chloride (cl) results were obtained on one patient sample on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The sample was repeated three times on an alternate dimension exl 200 instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed sodium, potassium and chloride results.